Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the failure occurred on the server side. A technical support specialist (tss) verified that the system or application attempted to connect to the server multiple times but failed each time and stopped after reaching the maximum retry attempts. The station database backup was completed successfully. However, when logging into the station, it prompted to sync with the server. The tss attempted this twice, but the following error persisted: ¿full download failed: the full download was interrupted.¿ the tss escalated the case to the hospital it team. Network validation was already completed, and synchronization with the test server was successfully performed. The it team confirmed that the network was functioning correctly and properly configured. The tss mentioned that migration process to be carried out on the es, and changes required in the system. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, experienced synchronization problems between the medstations and the servers. However, there were no delays or adverse events or injuries reported based on this event.